Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by the customer's father that the customer had high blood glucose. Customer's blood glucose fluctuated between 500mg/dl-600mg/dl. Customer's father wants to confirm if the insulin pump is working. Advised customer's father that there are some tests we can run to check. Customer's father stated his son is blousing as he should. Advised customer he can check the bolus history to see the bolus. Advised customer's father to call back to test the insulin pump.